Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. (B)(4) will reportedly not be returned for evaluation. Through review of the patient¿s history and patient outcome record, there were no device issues, and the device reportedly operated as expected. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on 16jun2021 due to an unknown cause. Due to patient privacy laws the managing hospital did not communicate patient outcome. The device operated as expected.